Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown medication (dose and concentration unknown). The indications for use included failed back surgery syndrome, chronic low back pain, and spinal pain. It was reported that the patient's pump underwent premature end of service (eos) on (B)(6) 2017. The last time the patient was seen, the estimated elective replacement indicator (eri) was over a year. It was unknown if the patient experienced any symptoms, and it was noted that the pump was on the battery performance list for (B)(6) of 2011. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was further reported that the patient experienced increased pain related to the premature eos. No troubleshooting was performed as the eos was discovered quickly when the patient's pump was interrogated. Actions taken to resolve the premature eos included returning the patient to oral medications to achieve relief. The cause was most likely a battery performance issue, and the situation was not resolved as the healthcare provider was waiting for worker's comp. Authorization. No further complications were reported or anticipated.